Event description:
It was reported that approximately four days post implant, perforation at the tip of the right atrial (ra) lead was strongly suspected on the computed tomography, however there was no pericardial effusion noted. It was further reported that approximately two weeks post implant, the ra lead exhibited noise episodes. Multiple high-rate episodes were recorded. It was reported that the ra lead exhibited high and undefined impedance approximately four days post implant. Lead damage was suspected. A loose pin was suspected. It was reported that the pin was firmly out. It was reported that the event was due to a loose connection on the implantable pulse generator (ipg). The mode was changed to vvi. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.